Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a product performance issue during a scheduled implantable cardioverter defibrillator (ICD) therapy upgrade. Additional information stated the lead exhibited a "insulation break" likely caused due to electrocautery during the procedure.